Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image is unclear and it has red and green lines through the image during set up for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.